Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd had not received samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode of stopper pop off with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as bd had not received a sample or photo from the customer facility for investigation, the customer¿s indicated failure mode of stopper pop off with the incident lot was not observed. Root cause description: there was no sample or photo available for evaluation. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that during use, a 10 ml bd vacutainer® microbiology c&s tube, 16 x 100 mm stopper was mismatched resulting in exposing biological fluid. There was no report of injury or medical intervention.

Manufacturer narrative:
In initial MDR 510(k) # was reported. Regulatory affairs confirmed there is no (510k) for this product. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for stopper pop off was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.